Event description:
The account's maintenance stated the siderail will not latch on the bed.

Manufacturer narrative:
Technical support instructed the account to inspect the siderail latch mechanism. The account has not completed the repairs.